Manufacturer narrative:
B3: date of event: used the first day of the aware date month of the device as the event date as it was not provided.

Event description:
It was reported that stent thrombosis occurred. A synergy xd stent was implanted and post operation, stent thrombosis occurred.